Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Note: previous related MFR report number - 2938836-2014-07593.

Event description:
Additional information available on (B)(6) 2018 states that the lead exhibited capture anomaly and dislodgement. The lead was capped on (B)(6) 2018. It was later explanted on (B)(6) 2018 during an unrelated procedure.